Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The arch hose was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system intermittently would not fluoro. No pt injury was reported.